Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and sensor issue. The customer's blood glucose level was 580 mg/dl at the time of the incident. The customer's current blood glucose level was 294 mg/dl. The customer treated with bolus and manual injections. Customer also reported getting calibration not accepted alert. The customer was assisted with troubleshooting. The insulin pump will not be returned for the analysis.